Event description:
Coopervision customer service received voicemail from eye care practice (ecp) on (B)(6) 2015 regarding a patient with corneal issues. Additional medical information was requested. The ecp office responded by phone and related that the patient was seen for a corneal abrasion, 8mm x 8mm with edema. The patient is currently undergoing treatment and is doing well. The abrasion seems to be healing without issue. Patient has gone from 20/200 at her first appointment to 20/70 at her most recent visit. Ecp relates that the patient will return to lens wear the patient is due back for another follow up on thursday, (B)(6) 2015 4/23. Additional information was again requested but not received to date. No lenses were returned and lot numbers are unknown. This is reported in an abundance of caution because of the decreased visual acuity and unknown type of treatment.

Manufacturer narrative:
The contact lens was not returned for inspection. Lot number is unknown. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.